Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action." Device not returned.

Event description:
It was reported that the pump basal rate was adjusted without guidance from a health care professional. A bolus was delivered based off the incorrect setting and customer's blood glucose level lowered to 31 mg/dl. Customer addressed low bg with dextrose.